Event description:
It was reported by the surgeon that during an unk procedure the device was stuck on tissue. Erd nurse talked the surgeon through the steps to release without success. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? Had to be cut out with hema stats and scissors did the jaws eventually open? No is the current patient status known? Yes the patient is doing fine was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) 45 min more of being under anesthesia this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.